Event description:
It was reported that during preparation the device was showing 188 - cooling system error and 58: self test process failure. The case was cancelled, rescheduled. No patient complications were reported. This event is being reported for aborted, cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
A field service engineer checked the console at the health care facility. When the device was powered on error 188 appeared, the allegation was confirmed. The fuse was replaced and upon restarting the system no errors where displayed. The coolant level, optical alignment and aiming beam intensity were normal. No leaks were found, and the laser power output was within factory specifications. Most likely the damaged fuse could have affected the device performance leading to the event experienced by the customer. Since an expected or random component failure was identified without any design or manufacturing issue, the investigation conclusion code selected for this complaint is cause traced to component failure.